Event description:
Pt reported to synthes she experienced a trauma, twenty foot fall, in 2006. It was reportably found that she received a burst fracture of l2 and was instrumented from l1 and l3 with schantz screws. Reportably at some point the two screws broke with pt reporting she was carrying groceries and felt what she thought was the screw breaking. Pt noted the implant surgeon told her the parts were good for life. Pt is going to another surgeon on (B)(6) 2012. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed, no conclusion could be drawn, as no product was received.